Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: generalized illness. Section d6b, date of explant: on (B)(6) 2023. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female patient underwent a primary breast augmentation with two 300cc mentor memorygel breast implants and experienced hashimoto¿s symptoms, sjogren¿s symptoms, itchy scalp, hair loss, brain fog, difficulty concentrating, memory loss, vertigo, cognitive dysfunction, headaches, paranesthesia in extremities, shortness of breath, asthma, dry eyes, sensitivity to light, decline in vision, vision blurriness, eye bags, dark circles, choking feeling, difficulty swallowing, chronic thirst, scalloped tongue, enlarged tongue, dehydration, throat clearing, persistent cough, jaw pain, nasal stuffiness, nasal pressure, dry skin, heart palpitations, cold limbs, easy bruising, decreased libido, itching near implant, joint pain, muscle weakness, insomnia, night sweats, irritable bowel syndrome, weight gain, inflammation, anxiety, fatigue, slow healing, temperature intolerance, worsening allergies, and premature aging post-operatively. As a result, the patient underwent explantation on (B)(6) 2023. This report is for the left side device.